Event description:
The account alleges that the head hi/low function does not operate properly.

Manufacturer narrative:
The tech reconnected the head lift arm sensor link, which resolved this issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.